Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the insulin pump's battery and had received a pump battery error. The customer's blood glucose level during the incident was 117 mg/dl. The customer reported that the insulin pump was neither stored nor without a battery for more than 8 hours. The pump battery error after a battery change had occurred twice. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected pump error 23 alarms or restart anomalies noted during testing. Unexpected pump error 25 alarms noted while monitoring and pump error 25 (power error detected) alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to poor solder weld (red wire) on the lithium back up battery terminal. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.